Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with cracked lcd window and cracked glass at the lcd screen. Unit received with blank display due to cracked lcd screen glass. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Event description:
Information received by medtronic indicated that the customer fell on the rocks with insulin pump now it broke, there was a crack and just kept on vibrating. No harm requiring medical intervention was reported. Device will be returned for analysis.